Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter was not working, no lights were observed and the power prongs looked burnt. The transmitter was exchanged. There were no patient consequences.